Event description:
The consumer's attorney reported that a pride jazzy chair, which is a non-invacare product, had an invacare joystick attached to it and the chair had caught on fire. It is believed that the fire started under the seat of the chair, but has not been confirmed. There is no evidence that the joystick had caused the fire. There was no user injury associated with this complaint.